Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer changed the battery again and got blank screen. Customer stated that the display did not return after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Based on troubleshooting the will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, stained serial number label, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window.